Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the front case is damaged. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the dfm100 front case is damaged, including that the shock button is not functioning. As the shock button is non-functional and part of the front panel control buttons, it was confirmed to be related to the front case being damaged. Replacement component of the front case assembly is needed. The front case assembly was sent to the customer to resolve the issue. The faulty component is not expected to be returned. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was damaged front case. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement front case assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.